Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect, they were constantly voiding in their diapers. The patient was also unable to connect with and without the antenna on the call and was seeing poor communication after repositioning. The patient was going to be transferred to repair but it was not completed on the call. The patient was advised to call back to be transferred to replace their programmer. No further complications were reported. Additional information was received from the patient. The patient called back and gave serial number of programmer and was transferred to repair. No further complications were reported. Additional information was received from the patient. They called back and reported the same issues as before (poor communication), with the new patient programmer they were just sent. The patient received poor communication with and without the antenna while on the call and confirmed they were using the new patient programmer. The patient was redirected to follow up with their healthcare provider to check their ins status. The patient also reported they received an antenna in the past. No further complications were reported.